Event description:
A customer reported that the laser stopped 35% of the way through a lasik treatment. They were able to re-enter the remaining treatment and complete the laser surgery. There was no harm to the pt, and at one day post-op, the pt had excellent vision.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).